Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Nine days post implant it was reported that the right ventricular (rv) lead exhibited high thresholds and the lead¿s impedance had risen. It was also noted the rv lead was unable to capture at eight volts. A micro dislodgement was suspected and the patient was taken to surgery for lead repositioning. During the procedure, the physician was unable to engage the screw mechanism. The lead was removed and a new rv lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it once the helix was retracted it was impossible to extend the helix again.